Event description:
Additional information was received on 24-jan-2022 that reported a catheter revision was scheduled due to loss of pain relief. The healthcare provider had performed another cap (catheter access port) study in office and was unable to aspirate from the catheter. When the pump pocket was opened, the catheter was twisted and kinked multiple times around itself. The pump segment and partial spinal segment was trimmed and a new pump segment was attached. The healthcare provider was able to successfully aspirated with new segment.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780 lot# serial# (B)(6)ubd 2021-05-17 UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1500 mcg/ml at 300mcg/day via an implantable pump. It was reported that the patient was at appointment for refill and the office was unable to read the pump with tablet. The patient also reports she has been unable to deliver bolus with ptm. The patient also reports that her pump does not seem to be working as well as it did prior to her fall. The environmental, external or patient factors that may have led or contributed to the issue was the patient reported falling approximately 2 weeks ago. The diagnostics and troubleshooting performed was an x-ray was done by the physician and it was confirmed the pump was flipped. The actions and interventions taken to resolve the issue was the physician successfully flipped the pump back and the nursing staff was able to successfully interrogate and refill the pump. The physician would also schedule a dye study to confirm catheter is patent after the fall. Surgical intervention did not occur and was not planned. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.